Event description:
The patient reported adhesive issues occurred on (B)(6) 2026. The adhesive detached while the patient was sleeping.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia. Name- m(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.